Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 415 mg/dl and the insulin pump had received power error detected alarm. The customer treated with an insulin pump and manual injection. Troubleshooting steps were performed for power error detected alarm and noticed the error recurred within a week of troubleshooting previous occurrence. Offered troubleshooting for high blood glucose, however the customer declined. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The product will be returned for analysis.